Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015, where his entire scs system was explanted and replaced. It was noted during the procedure, the physician electively explanted and replaced the patient's ipg.

Event description:
It was reported the patient experienced auto-reducing and was without stimulation. It was also reported diagnostic testing revealed high impedance readings on multiple lead contacts due to a recent fall. Reprogramming attempts did not provide resolution. Subsequently, the patient may undergo surgical intervention as the next course of action.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.